Event description:
The customer reported that the keyboard and mouse were non-responsive. There was a patient death. There is no allegation that the device was involved in the patient death.

Manufacturer narrative:
(B)(4). The customer reported that the keyboard and mouse were non responsive. There was a patient death. There is no allegation or indication that the device was involved in the patient death. A philips field service engineer (fse) explained to the customer how to restart the system correctly resolving the keyboard/mouse lock-up. The cause of the issue is unknown. If keyboard/mouse lock-up were to recur, it would not prevent effective monitoring and would be obvious to any user who was attempting to modify monitoring. Consideration of this complaint and trending for this issue supports that there was minimal malfunction or health risk related to the device and there are no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted.